Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure to treat esophageal stricture performed on an unknown date. During the procedure, the balloon was inflated to 12 mm and subsequently to 13.5 mm using the alliance ii inflation device, with no problems reported. When inflation was increased to 15 mm, the balloon was reported to not maintain the target pressure and was observed to decrease back to approximately 12 mm. The procedure was completed with the original device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient condition following the procedure was reported to be fully recovered.